Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii, seroma-late, rupture.

Event description:
Healthcare professional reported "rupture, capsular contracture baker iii and late seroma". This record is for the right side. Device were explanted.